Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. Pt's co-morbidities including smoking, alcohol consumption and obesity are known to be associated with an increased risk of anastomotic failure.

Event description:
Pt suffering of diverticular disease underwent laparoscopic anterior resection, anastomosis was performed using the colonring device. Pt was discharged on pod 4. On pod 6 the pt was re-admitted to another hosp and re-operated due to anastomosis leak with peritonitis.